Manufacturer narrative:
The data was requested to carry out further investigation, but it was not provided. A general reagent problem can be excluded since the qc was acceptable. Since the available data were limited and the reaction kinetics were no longer available, there was no confirmation for the roche product contributing to the issue.

Manufacturer narrative:
The cobas c 111 analyzer serial number was (B)(6). It was noted that the qc was within the assigned ranges, the photometer lamp was last exchanged on (B)(6) 2025, and the customer regularly cleans the water tank every morning. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk assay on a cobas c 111 analyzer. Initial result: 700 mg/dl. The initial result did not match the patient's health status, and the sample was then repeated after calibration and qc were performed. No questionable result was reported outside the laboratory. Repeat result: 150 mg/dl. The repeat result was deemed to be correct.